Event description:
The manufacturer received information alleging that the active exhalation purge, active proport valve, and check leak test steps had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was being evaluated at the third-party service center when these test steps had failed on the device. During the evaluation it was noted that a misassemble in the transition tube of the blower assembly had cause the active exhalation purge, active proport valve, and check leak test steps to fail on the device. In conclusion, the device's transition tube was properly reassembled to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front enclosure and handle assembly were replaced for physical damage unrelated to the reportable issue. The humidifier feet and power cord clamp were replaced since these parts were missing on the device. This was unrelated to the reportable issue.